Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was using the device on an appendectomy. At the end of the case, the surgeon was looking at the peritoneal cavity and the surgeon discovered the staple cartridge had come loose and was in the belly. There were no patient consequences. Case was already completed, so another device was not used.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did the event occur? What color cartridge was being used? Was the cartridge retrieved from the patient? How was the cartridge removed?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.